Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with their basal rates and mentioned during troubleshooting for damage that they experienced a blood glucose level of 700mg/dl. Customer was disconnected from pump during troubleshooting. Troubleshooting found no damage to the insulin pump but it might have been dropped when customer was in hospital for unrelated issues. Customer reported that drive support cap appeared normal. Insulin pump passed self-test and displacement test and customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.